Event description:
Related manufacturer reference number: 1627487-2023-02878, 1627487-2024-07498. It was reported that during the ipg replacement on (B)(6) 2023, the extensions had impedance issues and were also explanted and replaced to address the issue.

Manufacturer narrative:
E1: reporter phone number: (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.